Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while exercising due to oversensing of myopotential noise. The patient was brought in, and the noise was able to be reproduced. The sensing vector was reprogrammed, and no noise was seen. The s-ICD remains in service and no additional adverse effects were reported.